Manufacturer narrative:
(B)(4). The customer¿s report that the syringe module incorrectly identified a bd 20ml syringe as a bd 30ml syringe was not confirmed. The pcu event log did record programming on (B)(6) 2016 at 7:31 pm, when a previous infusion of midazolam was restored and a bd 30ml syringe was selected; the volume in the syringe was 19.1124ml. There were no errors observed during the programming of the infusion. Over the course of the infusion the calculated volume infused was 17.363ml and there were no anomalies observed in the logs. Visual inspection observed the syringe module to be in overall good condition, however damage was observed on the bottom of the case and the gripper flange was observed to be a third-party part, and non-standard screws were found to be attaching the flange to the drive arm wiper. Functional testing of the syringe module confirmed the barrel clamp was operating correctly. Replicating programming steps identified in the pcu event log, a bd 20ml and a bd 30ml syringe were loaded; the device was able to correctly identify both syringes. The remainder of the programing was completed with no errors noted. During functional testing the device passed repeated barrel clamp accuracy tests; in addition the device passed standard plunger position accuracy and plunger force accuracy testing. The root cause of the report that the incorrectly identified a bd 20ml syringe as a bd 30ml syringe was not identified. The syringe in use during the incident was not returned for investigation.

Manufacturer narrative:
Concomitant medical products: bd 20ml syringe; therapy date: (B)(6) 2016. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the syringe pump incorrectly identified the installed bd 20ml syringe as a 30ml syringe while programming a versed infusion. The nurse started the infusion programmed for a 30ml syringe with a volume reading of 19ml--versus the installed bd 20ml syringe and actual volume reading of 15ml--which resulted in a residual volume of 1ml when the programmed infusion was complete. The patient did not receive the programmed dose. No patient harm reported.